Manufacturer narrative:
Review of the device by field service showed the tube did not move smoothy as the ball bearing within the tube that aids in movement was dry and did not have enough grease for the technician to properly navigate the system. There is no additional infrormation at this time on the technician's injury. A follow up report will be sent if additional information is obtained.

Event description:
Per communication with field service, the technician injured themselves when rotating the tube toward the table.